Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily calcified anatomy resulting in the reported failure to advance and the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion. After multiple attempts, the 2.75x15mm xience sierra stent delivery system (sds) failed to cross the heavily calcified lesion. During removal, resistance was met with the anatomy, but the device was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. Another different sized sds, in conjunction with a guideliner, was used to successfully complete the procedure. No additional information was provided.